Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
The customer reported that the luer lock malfunctioned, the needles are very dull causing pain at injection, and the dose of vaccine leaked around the needle vs being administered resulting in a potential missed dose or error. No information was received regarding any serious injury as a result of this product report.